Event description:
The customer reported that they rebooted the central nurse's station (cns) and now the unit is not launching into the application. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that they rebooted the central nurse's station (cns) and now the unit is not launching into the application. Technical support (ts) asked the customer to reboot the cns; however, the issue remained. There was no patient injury reported. Investigation summary: the device with the reported issue was not returned for evaluation. During a follow up with the customer, they believed that the issue had resolved itself. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: d1. D4, model number, catalog number, serial number, lot number, expiration date, unique identifier (UDI) number. D10. The following fields are not available (n/a) to this report: h4. Device manufacturer date. Additional information: b4, date of this report. G3, date received by manufacturer. G6, type of report. H2, if follow up, what type? H11, additional manufacturer narrative.

Event description:
The customer reported that they rebooted the central nurse's station (cns) and now the unit is not launching into the application. There was no patient injury reported.

Manufacturer narrative:
The customer reported that they rebooted the central nurse's station (cns) and now the unit is not launching into the application. Technical support (ts) asked the customer to reboot the cns; however, the issue remained. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. D10 attempt # 1: 12/30/2025 I called wynne to ask for model and serial number of the cns as well as any device(s) the reported device was connected or related to. A message was left for wynne to call me back with this information. Attempt # 2: 01/02/2026 I called wynne to ask for model and serial number of the cns as well as any device(s) the reported device was connected or related to. A message was left for wynne to call me back with this information. Attempt # 3: 01/04/2026 I called wynne to ask for model and serial number of the cns as well as any device(s) the reported device was connected or related to. A message was left for wynne to call me back with this information.